Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported a shaft break occurred. A left atrial appendage (laa) closure procedure was being performed. A 24mm watchman laa closure device & delivery system was inserted into the watchman access system. There was no resistance felt on advancement, but once the physician attempted to deploy the closure device, resistance was felt and the shaft of the delivery system broke into two pieces. Both pieces of the delivery system remained inside the access system. The closure device was not deployed. The physician removed both the access system and delivery system from the patient. The procedure was completed successfully with another access system and delivery system. There were no patient complications.